Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The battery compartment and battery cap were found to be intact with no physical damage or evidence of moisture ingress. The pump was exercised for 8 hours with no evidence of overheating and no alarms. A review of the pump history indicated that a battery voltage drop occurred on (B)(6) 2011. There was no activity related to the complaint observed in the pump's download history. A review of the device history record indicated that the pump was performing and operating within required specifications at the time of release. The complaint could not be confirmed or duplicated on investigation.

Event description:
Patient reported that the battery in the pump was hot when she went to change the battery. She reported that the pump's temperature was normal. The patient was reportedly performing a routine battery change and found the battery was hot. She confirmed there was no corrosion in battery compartment. She confirmed that she was not burned by the battery.